Event description:
Skin breakdown on infant's abdomen at site of temperature probedevice not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.